Event description:
The manufacturer received information alleging that the patient saw particles coming from the device into her nose and throat.smelling something from her lungs.particles in airway from device,related to a CPAP device's sound abatement foam. There was no report of patient harm or injury.the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging particles coming from the device into her nose and throat. Smelling something from her lungs. Particles in airway from device related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on nov 01, 2023 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging particles coming from the device into nose and throat related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they was able to confirm the device powered on and provided airflow. The manufacturer inspected the device externally and internally, observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, control dial, keypad, blower, blower box, blower outlet seal, p4 power connector, unknown contaminate was observed on the inside of the top and bottom enclosures and inside the ui and rear panels. Liquid ingress was observed on the blower, blower box, p4 power connector. A contaminate consistent with keratin was observed on the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer concludes that they were not able to directly address the patients symptoms and there was no evidence of sound abatement foam degradation. They did observe dust/dirt contamination in the airpath, likely from a source external to the device. Sections d8, d9, h2, h3, h6 has been updated in this report.